Event description:
Pt status post tfn implantation on (B)(6) 2012 was discovered two weeks later to have the helical blade migrate through the femoral head. Current surgeon referred pt to another surgeon. A removal procedure at this time has not been scheduled. Anticipated treatment is to remove the blade and insert a shorter helical blade and/or a lag screw will be used. This is 1 of 2 reports for this event.

Event description:
Patient was returned to the o.r. On (B)(6) 2012 for revision to a shorter helical blade.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.